Manufacturer narrative:
The transition shaft was stretched. A longitudinal tear was visible on the transition shaft. The corewire was protruding along the tear. The distal end of the corewire was protruding distally on the transition shaft. There was congealed blood visible in the balloon. The device was placed in a waterbath to disperse the blood. On removal of the device from the waterbath negative prep confirmed the presence of a leak. The device was pressurized and a leak was detected along the stretched section of the transition shaft. The distal shaft was cut away distal to the guidewire entry port. The balloon was successfully inflated to nominal pressure and maintained pressure. (B)(4). Event date is approximate.

Event description:
Two nc sprinter balloon dilation catheters were being used to treat the rca. The lesion was severely calcified with 95% stenosis. The devices was removed from packaging per IFU with no issues noted. It is reported that during balloon inflation there was a burst/leak at 18atms during the first inflation. It is also reported that there were issues noted during removal of the device post inflation. The removal difficulties were due to calcification in the vessel. The balloons were "cracked and extended" on removal. The procedure was completed successfully with no patient injury reported.